Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction bottle coupler was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2005. The month of manufacture was unavailable at the time of MDR filing.

Event description:
The hospital reported the suction bottle coupler on back of machine will not lock into place, preventing suction. They used a different suction source. There was no report of patient involvement.